Event description:
Pt reported having high pressure alarm going off. Pt turned off pump. No kinks in tubing/no clamps. Pt noticed air bladder on cassette sticking out. I asked her to push it back in to see if that would help. Still having same alarm. Called (B)(6) cnss supervisor on call to assist. (B)(6) cnss called back. She is having pt make new cassette and new tubing and send text if successful. Unknown if issue was resolved. (Not pump issue as cassette and tubing were changed, not pump.) Cassette lot number unknown. Pump return tracking information unavailable. Photographs not provided. This is a continuous infusion. Set flow rate and volume delivered unknown. Position of pump when alarm occurred unk. No additional information available at this time. No further information available or dates are known or were reported. All known information is contained on this form. Any additional information will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Unk; is the infusion life-sustaining? Yes; what is the outcome of the event? Unk. Reported to (B)(6) by pt/caregiver.